Event description:
It was initially reported by the physician that his handheld was freezing on the alignment screen after a hard reset is done. Troubleshooting did not resolve the issue either. Now handheld was shipped to the site and the old handheld was returned to manufacturer for analysis. Analysis is currently in progress for the returned handheld.